Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received. Visual inspection did not report any physical defects. Functional testing confirmed the complaint. The root cause was the "dso" sensor. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the "?dso" assembly, front and rear housings, keypad, calibrated the device and installed software. The device passed all functional and delivery tests.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump doesn't fully load syringe. No patient injury reported.